Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 143 mg/dl. The customer states they are pregnant and need a new pump. The customer was offered a continuation of therapy pump, but the customer states they wish to speak with a diabetes therapy associate first. The customer was advised to discontinue use of the pump and revert to a backup plan.